Event description:
Discrepant advia centaur hbsag results were obtained on two pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Pt counseling was prescribed for one pt. There were no reports of adverse health consequences due to the discrepant hbsag results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discrepant results was due to depleted wash 1. The fse replaced the wash 1 lid and straw. The instrument is performing within specifications. No further eval of the device is required.